Manufacturer narrative:
This supplemental emdr corrects the expiration date and the date of manufacture from the prior emdr. If additional information is obtained, a supplemental MDR will be submitted.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient underwent surgery for repair of a spigelian hernia. As reported, the patient's hernia was repaired with a bard/davol large composix oval kugel patch, reference number 0010202, lot number 43hmd196. It is alleged that on (B)(6) "3003", the patient underwent an additional surgery to remove the composix kugel mesh, which failed, and to drain an abscess cavity. It is alleged, that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As medical records were not provided, no specific device failure can be determined. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2003, the patient underwent surgery for repair of a spigelian hernia. As reported, the patient's hernia was repaired with a bard/davol large composix oval kugel patch, reference number 0010202, lot number 43hmd196. It is alleged that on (B)(6) :"3003", the patient underwent an additional surgery to remove the composix kugel mesh, which failed, and to drain an abscess cavity. It is alleged, that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As medical records were not provided, no specific device failure can be determined. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Addendum #1: this supplemental emdr corrects the expiration date and the date of manufacture from the prior emdr. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 months post implant of composix kugel mesh, patient was diagnosed with wound infection, hernia recurrence and abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6)2003, the patient underwent surgery for repair of a spigelian hernia. As reported, the patient's hernia was repaired with a bard/davol large composix oval kugel patch, reference number (B)(4), lot number 43hmd196. It is alleged that on (B)(6)2003, the patient underwent an additional surgery to remove the composix kugel mesh, which failed, and to drain an abscess cavity. It is alleged, that the patient subsequently endured additional surgeries to treat mesh-related complications. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix kugel patch. Addendum per additional information provided: (B)(6)2003 - patient was diagnosed with abdominal wall hernia and spigelian hernia thereby underwent open repair with the implant of composix kugel patch. Per operative notes, ¿hernia sac was opened and excised. A composix kugel hernia patch was placed into the abdominal wall using sutures.¿ (B)(6)2003 - patient was diagnosed with wound infection and spigelian hernia repair thereby underwent repair with removal of mesh, drainage of abscess cavity and partial closure of wound. Per operative notes, ¿identified the mesh prosthesis, prolene sutures were divided and the mesh removed.¿ attorney alleges that the patient had abscess, adhesions, infection, pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent additional surgery to remove extensive adhesions due to the prior bard mesh.